Event description:
It was reported that the pacemaker was explanted and replaced due with unknown allegation. No patient status was reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received noted that the device was explanted for a device upgrade.